Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and advantage fit- bs were used. The patient continued to experience pain, erosion of her internal bodily tissue, stress urinary incontinence, bleeding, infection and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, erosion, urinary problems and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, stage iii uterovaginal prolapse, cystocele and, rectocele and mesh was implanted.